Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received alleging false negative hcg results for multiple patients. According to the reporter the gestations were >5 weeks. No confirmatory method or results were provided, no specific patient information provided. No reported adverse patient sequela.